Manufacturer narrative:
Patient weight was not reported. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received one unit of packed red blood cells on (B)(6) 2018 due to low hemoglobin. No further information was reported.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The heartmate 3 left ventricular assist system instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The patient remains ongoing on vad support. No product available for investigation. No further information was provided. The manufacturer is closing the file on this event.